Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The customer's blood glucose reading was 10 mg/dl when the paramedics arrived. It was stated that the customer's sensor glucose reads 264 mg/dl, but her actual blood glucose reading is 177 mg/dl. Prior to the event, the customer's doctor had changed the basal rates due to high blood glucose levels during the night. After the basal rate change, the customer had been waking up with low blood glucose levels, having to drink juice to treat. On the day of the event, the customer did get a low alarm of 82 mg/dl, but she didn't confirm with a fingerstick. Explained the importance of confirming low alarms with a fingerstick for proper treatment. Advised to have the customer call back for troubleshooting on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.